Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. A review of the product device history records was performed on the lot numbers provided. In this investigation no anomalies were discovered. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
Unable to confirm lot number - possible lots associated are 33186238, 33203951, 33184163, and 33209100. (B)(4). Reference exemption number e2017029.

Event description:
Broken plate discovered on a CT scan. There is no plan to explant the broken plate at this time .